Event description:
As reported by a field clinical specialist in japan, during a transfemoral transcatheter valve replacement procedure with a 23mm sapien 3 ultra resilia valve, difficulty was encountered advancing the delivery system with the valve through the sheath. No difficulty was reported during insertion of the esheath. Passage through the stenotic segment of the external iliac artery (eia) was described as difficult; however, the delivery system (ds) was advanced through the lesion after several attempts. There was no difficulty withdrawing the devices. During withdrawal, an intimal dissection observed near the puncture site. It was reported that the repeated attempts to advance the ds resulted in slight movement of the esheath+, leading to intimal injury. Upon removal, there was no abnormality detected on the esheath. To address the vascular complication, conversion from percutaneous access to cut-down, and repair of the vascular intima was performed. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
Investigation is ongoing.